Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and had high blood glucose. The customer¿s blood glucose was 455 mg/dl at the time of the incident. The customer was assisted with troubleshooting and it did resolved the issue, advised pump is working as designed. The customer was advised alarm was caused by infusion set or reservoir occlusion. The insulin pump will not be returned for analysis.